Event description:
(B)(6) advia centaur xp hbc total results were obtained for samples from three different patients. The samples from the patients were tested on an alternate method and the results were (B)(6) for one sample and (B)(6) for the other two samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.

Manufacturer narrative:
The cause for the discordant hbc total results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of (B)(4)." "The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."